Event description:
The patient's father noticed that the display screen was cracked and felt that the pump was warm. When he got the battery out the pump the whole outside of the pump was reportedly hot and the battery was even hotter. The patient's father put the battery back in and the pump beeped but he couldn't see anything on the screen. He said there was no physical damage to the battery cap and battery compartment. He also said there was no corrosion on the battery or battery compartment. The patient does not wear the pump in water so there was no moisture exposure to the pump. The patient discontinued pump therapy and started on a backup plan for insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump booted with auditory and vibratory alarms but a blank display. The display screen was found to be damaged and a test display was inserted for testing. The pump was exercised for 29 hours without issues. The pump current draws were tested and found to be within specifications. The pump was opened and the power circuit.